Event description:
03/2005: the meter involved in this case has been returned and evaluated by lifescan product analysis with the follwing findings: the meter involved in this case has failed testing due to a defective led. At this company consider this matter closed.